Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since saturday they have been very bloated and uncomfortable due to retaining too much fluid. The patient mentioned that they retain too much fluid when the therapy does not work properly, so they went to increase their stimulation today but they saw a message on their handset that said 'low battery. Internal device battery is low. Contact your clinician.' The patient mentioned that they were having panic attacks and won't have enough xanax to last them until they can get in to see their healthcare provider to get the ins battery replaced. The patient mentioned they were having other issues as well, but they weren't sure if the issues were related to the ins/therapy (the patient did not specify what these other issues were). Agent reviewed meaning of the low battery message. The patient dismissed the message and confirmed therapy was turned on. The patient confirmed they could see the button that allows them to increase stimulation as needed. The patient also mentioned that they were told the ins battery would last 10 years but it hasn't lasted 4 years. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient was on the phone with their hcp's office during the call. Agent sent an email to prs to update the patient's managing hcp information. Patient called back repeating information previously reported in this case. Patient repeated they were feeling bloated and wanted to "up my machine". Patient stated when they connected with their implant patient got low battery screen. Patient stated they contacted their clinician and stated their dr that implanted their device no longer manages the implants. Patient expressed dissatisfaction that they were not notified of this. Patient stated they have to go see a different dr and they are considered a new patient so they have to wait 2 weeks. Patient stated they were told the battery needs to be changed. Patient reported with all of this going on they are experiencing pain in their back, their right "butt cheek", and inquired if pain could be coming from the stimulator. Patient reported they are in pain above it, around it, and right at the base of their spine. Patient stated drs are giving them a run around. Patient clarified they want to know if pain they are experiencing is related to their implant. Patient reported implant is "obviously failing" as patient reported they are too bloated. Patient stated they are way too bloated and not peeing like they need to. Agent reviewed role of patient services and redirected patient to their hcp to discuss symptoms. Patient stated they notified physician of the bloating but stated they have not notified physician of pain. Patient stated they don't think they care because patient is considered is a new patient. Patient stated they have not been seen since 2021 and stated it was fine but reported now they got the alert to call clinician due to low battery. Documented information patient provided. Patient was redirected to their healthcare provider to address the issue. Patient called back repeating information previously reported in this case. In regards to the ins, patient stated they've had, "nothing but issues with this damn thing." Patient reported symptoms of constantly needing to go, return of urgency, pain all around the implant, bloating, and feeling vibrations through the vagina when communicator is placed over ins. Agent suggested patient could try turning therapy off to see if it helps with pain and bloating. Patient stated before they had ins they had gotten some bad uti's, one of which resulted in a hospitalization due to sepsis where the patient claimed they almost died. Patient does not want to risk return of uti by turning off ins. Patient did report low battery message that they said appeared on monday. Feeling vibrations through vagina with communicator over implant also started monday. Agent suggested patient could try keeping clothing in between communicator and skin. Patient then said it would make it even harder to connect as, since monday, it has been taking 3-4 attempts to connect. Patient stated pain around the ins started tuesday. Frequency and urgency returned within the past 2-3 days. When asked if patient suffered any falls or trauma since monday, patient denied anything of that sort. Patient stated they last fell in (B)(6) 2023. Patient was frustrated with having to wait 2 weeks to be seen by new managing hcp. Patient also stated they were a far drive away and wondered if there was anyone else closer by. Agent emailed patient physician listings within 25 miles of their zip code, and suggested patient reach out to see if there's a possibility they could be seen sooner elsewhere. Agent also suggested patient reach out to primary care provider to see if they can help manage other symptoms (ex. Bloating, pain) until they can be seen by new managing hcp.